Event description:
Health professional reported after injection with two (2) syringes of juvederm ultra plus xc 'over the cheek bones", the patient experienced "unusual swelling and purpura marks" immediately after the first syringe. Patient was treated with benadryl and motrin. The doctor was informed by the patient that the "swelling" was resolving but the "purpura" has not yet resolved.

Manufacturer narrative:
(B)(4).